Event description:
It was reported that, this right ventricular (rv) lead delivered an inappropriate shock due to supraventricular tachycardia (svt). The rv lead exhibited high shock impedances out of range. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead delivered six inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt), therapy was exhausted. This rv lead exhibited high shock impedances out of range. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field device code added and b5 updated.